Manufacturer narrative:
Analysis of the computer 9735602 fusion com loaded EU-se (serial # 1821174) found an axiem communication failure. The issue resolved after changing the system. Analysis of the computer 9735602 fusion com loaded EU-se (lot #: 1875653, lot #: 1906082, lot #: 1876027) found no fault, as the returned computers appeared to be unused and powered up and functioned without issue. Analysis of the system, 9660651, axiem portable (lot #: 0200056747, lot #: 0200056680, lot #: 0200056710) found no fault, as the axiem units were connected to a test system with the ent application for a multi-hour burn-in test. Registration, tracking, and accuracy looked normal on all 8 tool ports. The tools were connected/disconnected from each port multiple times and systems remained functional. Product event summary #axiem communication issue product analysis #(B)(4). Mnav comment subject: workorder (B)(4). Mnav comment ID: (B)(4). Mnav comment: hardware: fail; failures: axiem communication; summary: axiem communication issue; resolved: yes mnav action/resolution: change of system. Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4); product ID: 9660651, serial/lot #: (B)(4): UDI#: (B)(4).; product ID: 9660651, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9735602, serial/lot #: (B)(4); product ID: 9735602, serial/lot #: (B)(4); product ID: 9735602, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the axiem had a communication issue. No patient present.